Manufacturer narrative:
The insulin pump was monitored in the 50c oven for several days and no blank display was noted. The pump was received with normal operating currents and no damage found on the c13/lcd isolation tape was noted. There was no unexpected failed battery test or battery out limit alarm noted. The pump passed the unexpected restart error test. The pump was programmed with the current time and date and monitored in the 50c oven for several days. The time and date were functioning properly. The pump was also received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump screen was blank for less than 30 seconds. Customer took the battery out and reinserted it. Customer then received a failed battery test. Customer's blood glucose was 35 mg/dl. Customer ate a chocolate chip cookie to treat and has not tested but feels fine. Customer inserted a brand new battery and received a battery out limit alarm. Customer had to reset the time and date and stated that the pump is working fine now and the battery is full. Customer stated that the pump has cracks. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Customer was advised that this is normal pump behavior. The customer was advised to discontinue use of the pump and to revert to a back-up plan since the pump is not watertight. Customer was also advised that the insulin pump will need to be replaced. Customer will continue to use the pump against the recommendation but has syringes as back-up.